Manufacturer narrative:
(B)(4).

Event description:
Pinnacle claim letter and medical records received. Claim letter alleges implant failure, left hip ball was shattered into multiple pieces, metallosis, difficulty moving, standing, walking and weakness. After review of medical records for MDR reportability the patient was revised to address arthritis of the left hip, pain and stiffness. Operative note reported a colored black fluid was aspirated from the hip, significant metallosis within capsular lining,ceramic head was broken in multiple pieces and displaced. All pieces were found and removed metallosis was also debrided and there was some scratching of the trunnion.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the metal liner and ceramic head was revised. The ceramic head was shattered leaving no trace of any catalog or lot number. All pieces were retrieved. Doi: unknown; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. 11/19/2018: additional information received. The additional information does not change the above investigation. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.